Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of three (3) transfer sets was damaged, and fluid leaked when the twist clamp was closed. This occurred after being used for about two or three days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three actual samples were received for evaluation. A visual inspection performed with naked eye identified broken occluder feet on all samples. Functional testing including leak testing, clear passage testing and clamp function testing were performed; the leak test and clamp function testing failed due to the broken occluder feet. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the reported issue was broken occluder feet. The cause of the broken occluder feet was not determined. Should additional relevant information become available, a supplemental report will be submitted.